Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator showed "transducer fault", "low pip" and " low ve". The customer performed transducer tests and discovered that exhalation pressure transducer failed. The customer replaced main printed circuit board assembly and the issue was resolved. The customer reported that there was no patient involvement.